Event description:
It was reported that post paced twave oversensing was observed. The oversensing was noted on a stored egm. The device was post-paced t-wave oversensing. Programming changes were suggested but were not made at that time. It was also noted that there appears to be far field over sensing on the atrial channel. It was later noted that the patient has not been scheduled to return to the clinic for evaluation or changes. The patient condition is fine.